Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the boot issue. Physio-control replaced the system controller pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly. It was determined that the cause of the reported issue was due to integrated circuit, designator u49. U49 had become electrically shorted.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.